Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 468 mg/dl at the time of the incident. The customer stated that the symptoms related to high blood glucose such as difficulty breathing and pain all over the body. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not applicable at time of high blood glucose event. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 468 mg/dl and sensor glucose was 43 mg/dl at the time of the event, the difference is outside the acceptable range. Customer received sensor updating alarm. The sensor will not be returned for analysis.